Event description:
It was reported that a user on the second day of ilet use observed a blood glucose of 221 mg/dl about one hour after announcing a smaller-than-usual meal and questioned whether an additional meal announcement was needed. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included user reassurance and continued device-directed correction without medical intervention or hospitalization. Investigation included customer education and review of device behavior relative to meal announcement and algorithm adaptation. Investigation of this case revealed that the device functioned as designed, with no alarms and appropriate algorithm-driven correction following an underestimation of meal size. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement inconsistency during early algorithm learning.